Manufacturer narrative:
The device history record (DHR) of this plate 21102-7 were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. We asked an experienced trauma surgeon for an additional independent opinion. In such fracture type, normally a femur nail is used, which can distribute the load best. Or either a thicker plate or first a longer 4.5mm straight plate with a second neutralisation plate placed ventrally should be used to increase the oscillating area. The fracture gap between the bone fragments caused a pseudoarthrosis, which led subsequent to the implant failure.

Event description:
It was reported that a straight plate, 3.5mm, 7-hole was determined to be broken postoperatively. Original implant date: (B)(6) 2018. A revision surgery was performed on (B)(6) 2019.